Event description:
During baxter's evaluation of a spectrum pump, it alarmed for an upstream occlusion, when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the false upstream occlusion alarms. The alarms were reproduced during the evaluation and found to be caused by the spacing of the upstream sensors were out of specification. The upstream sensor was replaced.